Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted to treat degenerative joint disease of the left knee. The patella was resurfaced, and depuy cement x 2 was utilized. There procedure was completed without reported complications. Patient received a revision of the left tka due to severe pain, walking difficulty, tibial component collapse and loosening. Upon entering the knee, the surgeon identified and removed synovitis and scar tissue. Removal of the well-fixed femoral component revealed femoral bone loss and interposed soft tissue. Tibial component collapse into varus was confirmed. The tibial was noted to be grossly loose at the cement to implant interface. Removal of the tibial component revealed tibial bone loss, soft and necrotic bone, and interposed tissue. The patella was well-fixed and not revised. There was no reported product problem with the revised tibial insert. The patient was revised with depuy revision components and unknown cement. The procedure was completed without reported complications. Doi: (B)(6) 2016, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports; 2 related to implant loosening and 1 unrelated. Total for lot number: 3 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116. By product family: 182 (63x smartset ghv, 119x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.